Manufacturer narrative:
(B)(4). (B)(4) is currently open for the reportable malfunction of iipv / over delivery.

Event description:
A customer contacted baxter's (B)(4) to report an increased intra-peritoneal volume event (iipv) in the previous night's therapy. The technical service representative (tsr) advised the home patient (hp) to call his nurse and adjust the tidal percentage from 85% to 100% to avoid another iipv event. The fill volume was 1200 ml. The hp stated she manually drained out 2400 ml this afternoon. The tsr advised the hp to swap the device and use manuals until the new cycler arrives. On (B)(6) 2010 product surveillance contacted the nurse regarding the iipv event. According to the nurse, the patient is no longer experiencing symptoms of overfill. The hp's largest prescribed fill volume was 1200 ml. Therefore, this event meets iipv criteria. No further information was available. According to the patient she received a new cycler. There was no patient injury or medical intervention associated with this event.